Event description:
It was reported that during an equipment evaluation conducted by the manufacturer's sales rep, a hole was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that the drill performed according to specifications, however, the hose assembly was cut. It is unknown how the damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.